Event description:
On (B)(6) 2011, pt reported the up arrow button on her infusion device is not functioning properly. Pt stated she started having this issue today. Pt reported she realized the button wasn't working when she attempted to deliver a bolus. Pt stated the button does pop back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.